Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporting facility described an event resulting surgical revision. The nph valve-(909512) was implanted on (B)(6) 2009. The device functioned as expected until (B)(6) 2010. The device was explanted due to malfunction. No patient injury occurred as a result of the event.